Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode is unknown. Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of a prograsp forceps instrument broke off and fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the jaws of the prograsp forceps instrument broke off and fell inside the patient. The fragments was retrieved in the same procedure. The procedure was completed robotically with a spare instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use with no damage noted. Grasping was the surgical task being performed when the fragment fell inside the patient. The instrument did not collide with any other instruments. The operating room (or) staff checked visually, suctioned and irrigated the area. The jaws were grabbed with assistant graspers. No additional surgical procedure was required to remove the fragments. No patient information is available.